Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 558 mg/dl, 158 mg/dl, and 238 mg/dl. Customer took 500 mg metformin based upon the reading of 558 mg/dl, then waited 2 minutes and retested at 158 mg/dl. Customer then self-treated with a brownie. Customer waited an additional 8 minutes and retested at 238 mg/dl. No further action taken. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.